Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had lead alerts for oversensing with sensing integrity counter (sic) and high rate non-sustained (hr-ns) episodes. The lead detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.